Event description:
Customer reported erroneous low access shbg (sex hormone binding globulin) test results were obtained for eighteen pt samples when using the unicel dxi 800 access immunoassay system. The erroneous test results were not reported out of the laboratory. Repeat analysis was performed. The test results weer higher and were considered correct. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This is event 2 of 2 reported by the customer. Erroneous low test results were generated on two separate dates.

Manufacturer narrative:
Service was not dispatched to evaluate the analyzer. Archive data was evaluated to determine if reagent usage was a contributing factor. Archive data shows that all 0.00 nmol/l results were generated from shbg reagent pack lot # 909837 s/n (B)(4). Reagent pack s/n (B)(4) was shows to have all 50 test used form it. All erroneously low results were generated from the same bottle of substrate and results occur across all four reagent pipettors. There was no indication that pack sharing was the root cause of this event. Root cause was not determined. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events. This is event 2 of 2 reported by the customer for testing performed on two separate dates. The related MDR is 2122870-2011-05124.